Event description:
Since (B)(6) of 2021 the user had poor auditory response with the device and in situ testing showed abnormal results. After 4 months of observation there was no improvement. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2021 the user had poor auditory response with the device and in situ testing showed abnormal results. After 4 months of observation there was no improvement. An incident of accident or trauma is unknown. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was performed but the concerned device has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
Since (B)(6) 2021 the user had poor auditory response with the device and in situ testing showed abnormal results. After 4 months of observation there was no improvement. An incident of accident or trauma is unknown. The user was re-implanted on (B)(6)2021.